Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had electromagnetic interference during an emergency craniotomy. This led to inappropriate therapy. No intervention was required. The ICD remains in use. No patient complications have been reported as a result of this event.